Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - <qrb>. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 17514207, UDI:(B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) implantable pulse generator (ipg) and lead were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.